Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that while running as IV drip, hole & leakage was found.